Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced fifteen infusion sets fell off events during doing use on date 22-june-2024. The infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1922583- MDR 3003442380-2024-16810- device 6 of 15. E1: patient country : united kingdom.